Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient experienced poorer vision than what was expected. The iol was exchanged at a later date for another lens. The surgeon reported there was no defect found on the explanted iol and no causal relationship for the patient's poor visual acuity. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. The optic is cut into two portions, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a non-qualified viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the event resolved following the iol exchange.